Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that there was a power in reset (por) code seen. The therapy had stopped due to por. The patient reported that she was trying to charge the ins with the por message appeared. The patient reported that the por was a warning por. The por code could not be cleared on the call. No further complications were reported.